Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that the implantable pulse generator (ipg). Did not "record it." Additional information related to the cause of death was requested and not received.